Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp stopped and released a burning smell. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp stopped and released a burning smell. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin centrifugal pump system with tubing clamp stopped and released a burning smell. There was no report of patient injury. A sorin group field service representative was unable to identify the issue on site. The involved centrifugal pump system was returned to sorin group (B)(4) for investigation. The returned device was evaluated at sorin group (B)(4) and the reported issue was confirmed. A functional test was conducted and it was discovered that full speed could not be reached and the device was noisy. Visual inspection of the returned device revealed 2 loose washers, several defective transistors and the presence of a foreign material on an internal board. After replacing the transistors and extracting the foreign material, the device worked as expected. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue.